Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had their ins removed due to infection. The system was replaced on (B)(6) 2011. No further information was provided but has been requested. If received, a follow up report will be sent.